Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother states they have faulty sensors. It was reported that there was no signal found and that the sensors got stuck in serter and broke. Customer was advised that the sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor was functioning properly however; found the sensor had a bent cannula. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.